Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and could no longer charge the customers pump. Replacement cable was sent to the customer. There was no reported impact to customer¿s blood glucose level.